Event description:
It is reported that a customer hospitalized at rio grande community hospital for high blood glucose of 800 mg/dl. The customer was treated for the high blood glucose with a manual injection of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting the insulin pump that the patient wears and the result was that the pump works as it were designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).